Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed noise on all three channels which was oversensed and resulted in pacing inhibition and an inappropriate shock. Additionally, a request was made for a letter stating that this noise is not indicative of behavior described in a recent advisory/recall notice.